Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation. The implant was no longer functioning. The patient hadn¿t felt stimulation for two years. There were limited details about the event. Information regarding MRI eligibility for a knee scan was asked at the time of the report. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.